Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead revealed a rise in pacing impedances greater than 2500 ohms. Fluoroscopy was performed which revealed that the right atrial (ra) lead had fractured. A revision procedure was performed and the ra lead was surgically abandoned and successfully replaced. The new lead was tested and all measurements were acceptable and within normal range. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.